Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a diamondback 360 precision coronary orbital atherectomy device (oad) and a viperwire advance coronary guide wire with flex tip were used for treatment of heavily calcified, mildly tortuous, 80% stenosed lesion in proximal circumflex artery (cfx) through common femoral artery access. The vessel was primarily wired with the viperwire which was placed distal to the cfx. There was no wire bias. There was no difficulty wiring or delivering devices. Three 20-second treatments at low speed were performed in the proximal cfx. Treatment in the distal cfx followed during which the radiopaque portion of the viperwire spring tip was observed to be fractured in the distal cfx. The oad crown did not jump. Attempts to snare the fragment were unsuccessful. An abbott 2.75 x 12mm xience skypoint stent was placed in the distal cfx embedding the fragment into the vessel wall. An abbott 2.75 x 38 mm xience skypoint stent was placed in mid proximal cfx. Post dilation with 2.75 x 22 mm nc sapphire 24 balloon followed with good result. The patient was stable. The physician has no concerns about potential long-term risk outcomes. There was no indication as to how the fracture occurred. No additional information was provided.